Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the instrument shows no damages or manufacturing abnormalities. No snare wire or cross bar was returned with device. The anchor is broken, not completely detached. Product was out of package, no packaging returned. The returned device is a single-used device. Basic functional evaluation revealed the deployment knob can be rotated until stop. The end cap and the rod can be continuously rotated in both directions. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the drawing found the tensile strength, and material specifications are verified for compliance. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). Internal complaint reference case-(B)(4).

Event description:
It was reported that the multifix broke. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.